Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. As the prod has not been returned no conclusion can be drawn at this time.

Event description:
The pt reported that the pump was unresponsive.